Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to the pt). Product problem(s): "no aspiration during surgery" (aspiration issues). The nurse reported no aspiration during surgery. The nurse stated the event occurred about two weeks ago. The handpiece and cassette were switched out and the case was completed. No pt injury was reported.